Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified. This event occurred during therapy that was initiated on (B)(6) 2013 at 17:59:51. During night drain cycle three, the patient's ultrafiltration reading was 1489ml, indicating the home patient (hp) drained 1489ml more than their maximum programmed fill volume of 2300ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. The reported issue of an increased intra peritoneal volume (iipv) event was confirmed in the event history log review. The cause was determined to be false empty detect and use error, as the clinician inappropriately set minimum drain volume percent setting too low. Homechoice / homechoice pro apd systems patient at-home guide states in the warnings: ¿setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation. Should additional relevant information become available, a supplemental report will be submitted.